Event description:
A caller reported that the pump's quick bolus and wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by suggesting methods to improve button functionality, such as removing the pump from its case and providing firm support while pressing. Despite these efforts, the issue persisted, so technical support decided to replace the pump, confirming that it was under warranty. The caller was instructed on how to store the pump and return it using a pre-paid label, with the customer using multiple daily injections as a backup therapy in the meantime.